Event description:
During a cervical dilatation, the tip of the dilator broke off in the patient. The broken tip was removed from the patient manually (fingers or forceps).

Manufacturer narrative:
One of three dilators comprising the set was returned. The tip was broke off. The dilator had an orange residue and a yellow stain on the tip. The user facility indicated using dawn dish soap to clean the dilator. The dilator came in contact with betadine (iodine). The orange residue might be considered an indication the dilator was not cleaned properly, i.e. A soft bristle brush was not used to remove difficult matter. The residual betadine may have interacted with the teflon material of the dilator causing brittleness. A review of the complaint database did not reveal any similarly reported complaints. (B)(4).